Manufacturer narrative:
(B)(4). Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. Patient demographics including medical history were not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported, an unspecified period of time after an optease vena cava filter was implanted, the filter subsequently malfunctioned and caused injury and damage, including, but not limited to: perforation and tilt. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, an unspecified period of time after an optease vena cava filter was implanted, the filter subsequently malfunctioned and caused injury and damage, including, but not limited to: perforation and tilt.

Manufacturer narrative:
The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the legal brief, an unspecified period of time after an optease vena cava filter was implanted, the filter subsequently malfunctioned and caused injury and damage, including, but not limited to: perforation and tilt. The following additional information was received per the patient¿s medical records: the filter was implanted due extensive pulmonary embolism and persistent dvt. The filter was inserted in an infrarenal position in good position. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 9 years post implantation. The patient reports perforation of filter strut(s) outside the ivc . The patient also reports suffering from anxiety.

Manufacturer narrative:
Section b5: describe event or problem: the following additional information received per the medical records indicate that he patient underwent placement of the inferior vena cava (ivc) filter due having extensive pulmonary embolism (pe) and persistent deep vein thrombosis (dvt). The patient also has a history of cervical spine surgery. During placement of the filter via right common femoral vein, a trapease ivc filter was inserted in an infrarenal position. Post-placement film shows the filter in good position. Approximately three days post implantation of the filter the patient was discharged home in stable condition on therapeutic lovenox and coumadin. According to the information received in the patient profile from (ppf), approximately on or about nine years and twenty-one days post implantation of the ivc filter the patient became aware of the alleged events and reports to have perforation of filter struts outside the ivc, and a tilted filter. The patient reports to live with anxiety of having a filter that could fail at any time, but that may not be retrievable without serious surgery. The patient states to live with fear that their filter has tilted within their vena cava and perforated outside of it. Section b7: other relevant history, including preexisting medical conditions (e.g.,allergies,race,pregnancy,smoking and alcohol use, hepatic/renal dysfunction, etc.) As reported, an unspecified period of time after a trapease vena cava filter was implanted, the filter subsequently perforated the inferior vena cava (ivc) and tilted. The patient reports to live with anxiety of having a filter that could fail at any time, but that may not be retrievable without serious surgery. The patient states to live with fear that their filter has tilted within their vena cava and perforated outside of it. The patient had a history of a recent cervical spine surgery, in which they were discharged from the hospital four days prior to presenting with shortness of breath. The patient was diagnosed with extensive pulmonary embolism and persistent deep vein thrombosis. As such, the filter was placed via the right common femoral vein and deployed in the infrarenal position. Post-placement film showed the filter in good position. Approximately three days post implant the patient was discharged home in stable condition on therapeutic lovenox and coumadin. Approximately nine years and twenty-one days post implant, the patient became aware of the alleged events and reports to have perforation of filter struts outside the ivc, and a tilted filter. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.